Manufacturer narrative:
Hospital discarded device.

Event description:
It was reported that two (2) chesapeake universal drills bent whilst preparing holes for screws intra-operatively. The surgery was completed successfully and no adverse consequences, surgical delay or medical intervention were reported. This report is for the second of the two drills.

Event description:
It was reported that two (2) chesapeake universal drills bent whilst preparing holes for screws intra-operatively. The surgery was completed successfully and no adverse consequences, surgical delay or medical intervention were reported. This report is for the second of the two drills.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.